Manufacturer narrative:
According to the customer, after a bilateral breast reduction on (B)(6) 2024 the incision was "dressed" with liquiband secure and at the patient's post-op appointment on (B)(6) 2024 the patient presented with "contact dermatitis at incision sites". The customer reported after the "contact dermatitis" was identified the liquiband secure was removed and the patient was prescribed "creams". The customer reported at a follow-up visit on (B)(6) 2024, the patient presented with the "rash" but, it "had improved". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after a bilateral breast reduction on (B)(6) 2024 the incision was "dressed" with liquiband secure and at the patient's post-op appointment on (B)(6) 2024 the patient presented with "contact dermatitis at incision sites".